Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve evfxplus-29, the valve was loaded successfully and an infold up to node 3 was identified in the fluoroscopic inspection. The valve was inserted and positioned in the annulus; however, it was noted that the valve was not fully "unfolded." Subsequently, the valve was recaptured and withdrawn from the patient. Implantation was successfully performed with a new valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012571429); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state, the frame was distorted. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially open. A large gap was observed between the free margins. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be suspected by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. During the valve implant attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve was not fully "unfolded" mean that it did not fully expand in the annulus during the first deployment.